Manufacturer narrative:
(B)(4).claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm micl 13.7 implantable collamer lens of -7.50 diopter was implanted into the patient's right eye (od) on 13-may-2022. On 06-jun-2022 the lens was explanted due to pupil block with elevated iop; angle closure with elevated iop; addition of new pi. Reportedly the problem was resolved. "Patient refused to have a replacement icl implanted. Will consider lasik or prk in future." Cause reported as device.